Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm whether there were any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure when removing the device from the patient, the anvil was left in the patient. With a lot of effort the anvil has been removed from the intestine. The donut seems good. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5773m. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.